Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of an unspecified bd autogard catheters experienced needle retraction failure and blood exposure during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown we have had a couple of issues with the needles withdrawing and engaging the safety mechanism without even touching the button. We also have had it when pressing the button the needle does not retract. We actually had a dirty needle stick with that issue too. If it would of happened once I would of considered it a fluke, but weird things have been happening with the 22g and 20g catheters. Is there anything that has changed in the manufacturing of these catheters or any other reports of issues?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of an unspecified bd autogard catheters experienced needle retraction failure and blood exposure during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. We have had a couple of issues with the needles withdrawing and engaging the safety mechanism without even touching the button. We also have had it when pressing the button the needle does not retract. We actually had a dirty needle stick with that issue too. If it would of happened once I would of considered it a fluke, but weird things have been happening with the 22g and 20g catheters. Is there anything that has changed in the manufacturing of these catheters or any other reports of issues?